Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; however, it was reported that during the revision surgery it was found that the wrong size articular surface had been implanted during the primary surgery. A user error resulting in the inappropriate combination of components is considered as the root cause of the issue.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient required revision surgery due to locking and clunking. During the revision it was discovered that the articular surface was the wrong size.